Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. A sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.